Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months after being implanted additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218700 , model:sc-2218-70, serial:(B)(6), batch:(B)(6).

Event description:
It was reported that the patient experienced uncomfortable and inadequate stimulation. The patient underwent a full spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively, and the explanted products were discarded and will not be returned.